Event description:
Reportedly, there is random pacing in the atrial channel. The device was explanted on (B)(6) 2018 and returned for analysis. Preliminary analysis of the returned device did not show any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, there is random pacing in the atrial channel. The device was explanted on (B)(6) 2018 and returned for analysis. Preliminary analysis of the returned device did not show any anomaly.